Manufacturer narrative:
This is the final report.

Event description:
A report of pocket discomfort was received. The patient's pocket was moved from the right buttocks to the left abdomen. The patient is reportedly doing well.